Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. Troubleshooting was performed. Found a no delivery alarm in the alarm history. The alarm occurred prior to the event, and the customer did not change the infusion set after getting the alarm. The customer also stated that there were several scratches on the screen, which made it difficult to read. Advise that the insulin pump would be replaced for this reason. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No excessive no delivery alarm noted. The insulin pump was received with scratched lcd window.